Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. Blood was present inside the shaft. Inspection of the device revealed that there was a shaft separation at the collar. There was damage to the end of the shaft separation and the collar was damaged. The ptfe was pulled out of the collar and attached to the distal shaft. The entire shaft was flattened after the shaft separation to the markerband and tip. Product analysis confirmed the reported event, as the shaft was separated from the collar and the shaft/markerband and tip were flattened.

Event description:
Reportable based on device analysis completed on 06oct2021. It was reported that difficulty advancing through catheter occurred. The 80% stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the wire lumen and there was a bent on the tip of the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was separated from the collar.